Event description:
A temperature alarm was reported by the customer, but no specific blood glucose level information was provided. There was no adverse impact to the customer¿s blood glucose level. The pump was tested by the distributor, and it was found to be in working condition after it successfully loaded a cartridge, delivered a bolus, and detected no further alerts or alarms.